Manufacturer narrative:
The insulin pump was received with intermittent escape, act, and down arrow buttons response due to flattened button dome switch. The lcd keypad connector was not found unlocked during our visual inspection. The insulin pump powered up properly and no blank display noted. The insulin pump had normal operating currents. No damage found on the lcd isolation tape noted. The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. No motor error alarm noted and the motor passed motor test. The insulin pump had cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error, the act button was not responding and then the display went blank. Blood glucose value was over 300 mg/dl. The customer had changed the battery two times but the screen remained blank. No significant events leading to the keypad issue. Customer declined troubleshooting for the motor error alarm and blank display. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.